Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The 3 platelet products were transfused to a patient: 1 during surgery and 2 post-surgery. Per the customer there was no transfusion reaction and the platelets were transfused with filter. The patient later expired. The medical history reports no transfusion reactions and hypovolemic shock as the cause of death, which the customer staff does not consider to be associated with the platelet transfusion. There is not an allegation that the device caused or contributed to the patient death. The customer declined to provide patient ID. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the patient was also polytransfused (20 units of red blood cells, 2 platelets by apheresis, 4 fresh plasmas, 4 cryoprecipitates) during the surgery and post surgery the patient is transfused with 20 units of red blood cells, 4 platelets by apheresis, 17 fresh plasma and 30 cryoprecipitates. The run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. It is also possible that this leukoreduction failure is donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The 3 platelet products were transfused to a patient: 1 during surgery and 2 post-surgery. Per the customer there was no transfusion reaction and the platelets were transfused with filter. The patient later expired. The medical history reports no transfusion reactions and hypovolemic shock as the cause of death, which the customer staff does not consider to be associated with the platelet transfusion. There is not an allegation that the device caused or contributed to the patient death. The customer declined to provide patient ID. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer, the patient was also polytransfused (20 units of red blood cells, 2 platelets by apheresis, 4 fresh plasmas, 4 cryoprecipitates) during the surgery and post surgery the patient is transfused with 20 units of red blood cells, 4 platelets by apheresis, 17 fresh plasma and 30 cryoprecipitates. The run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. It is also possible that this leukoreduction failure is donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. It is also possible that this leukoreduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The 3 platelet products were transfused to a patient: 1 during surgery and 2 post-surgery. Per the customer there was no transfusion reaction and the platelets were transfused with filter. The patient later expired. The medical history reports no transfusion reactions and hypovolemic shock as the cause of death, which the customer staff does not consider to be associated with the platelet transfusion. There is not an allegation that the device caused or contributed to the patient death. The customer declined to provide patient ID. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: per the customer, the patient was also polytransfused (20 units of red blood cells, 2 platelets by apheresis, 4 fresh plasmas, 4 cryoprecipitates) during the surgery and post surgery the patient is transfused with 20 units of red blood cells, 4 platelets by apheresis, 17 fresh plasma and 30 cryoprecipitates. The run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima accel system cannot count the cells entering the platelet bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima accel system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima accel system. It is also possible that this leukoreduction failure is donor related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The 3 platelet products were transfused to a patient: 1 during surgery and 2 post-surgery. Per the customer there was no transfusion reaction and the platelets were transfused with filter. The patient later expired. The medical history reports no transfusion reactions and hypovolemic shock as the cause of death, which the customer staff does not consider to be associated with the platelet transfusion. There is not an allegation that the device caused or contributed to the patient death. The customer declined to provide patient ID. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, the patient was also polytransfused (20 units of red blood cells, 2 platelets by apheresis, 4 fresh plasmas, 4 cryoprecipitates) during the surgery and post surgery the patient is transfused with 20 units of red blood cells, 4 platelets by apheresis, 17 fresh plasma and 30 cryoprecipitates. Investigation is in process, a follow-up report will be provided.